Event description:
The customer reported that there was no audible alarm at the bedside monitor in the pt's room, but there was an alarm at the central station. A visual alarm was present at the bedside monitor. The pt expired.